Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not received in the postmarket surveillance lab for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with specifications and procedures. Based on the information received, the cause of the reported facial paresthesia was procedure related.

Manufacturer narrative:
(B)(4).

Event description:
Following a trigeminal nerve ablation procedure, the patient developed right facial paresthesia. A neurotherm rfe-10 electrode was used to perform ablation on the trigeminal nerve. Following the procedure, the patient developed right ocular and facial parasthesias, which were temporary, and the patient fully recovered. It was noted this may have been due to positioning of the device during the procedure. There were no alleged performance issues with the electrode.